Event description:
It was reported that a user experienced hyperglycemia after a recent full set change with the ilet system; there were no leaks observed, insulin delivery increased in response to the elevated glucose, and troubleshooting suggested a probable infusion site issue potentially related to scar tissue or a bent cannula. Symptoms included high blood glucose with a fingerstick value of 392 mg/dl without associated signs or symptoms. Outcomes included remote troubleshooting and education, including guidance through an infusion site change and a planned follow-up. Investigation included user interview and device use review focused on infusion site function and insulin delivery behavior. Investigation of this case revealed that the device responded by increasing insulin delivery as designed, and the likely cause was an infusion site failure affecting insulin absorption. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate but consistent with an infusion site issue. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.